Event description:
The ICD (virtuoso dr) generator and ICD leads were placed at an outside hospital for a history of ventricular tachacardia (vt). The patient returned three days later with inappropriate shocks and the lead neither sensing nor pacing. The patient was transferred to our facility and it was found the distal electrode had perforated the myocardium. The patient remained stable, and did not experience any effusion or hemodynamic compromise. The device was removed and replaced with a completely different device; there was no permanent harm to the patient. Evaluation of the incident revealed that the problem was not believed to be due to a lead fracture, but the perforation. The doctor revealed that the patient's size may have contributed to difficulties in placing the leads.